Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. Other cables were used on the same handpiece without the message being displayed. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. Other cables were used on the same handpiece without the message being displayed. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection broken internal wires of the cable were found.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.